Manufacturer narrative:
Reported event: an event regarding a osteolysis involving a tritanium shell was reported. The event was confirmed following a review by a clinical consultant. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted; [...] There is significant osteolysis along both lower and superior cup rim, indicative for presence of an overload condition which may be mechanical or biological in origins. Metallic debris is certainly present in the joint space and may be responsible for this osteolysis. The event as such is thus confirmed but root cause of failure is less evident. - device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded "all-in-all, this case cannot be solved with the current information but requires more clinical and especially radiological information, preferentially with adequate pelvis and lateral x-rays of the involved hip." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, serial x-rays, operative reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Sales rep reported a right hip revision due to liner wear & pain, disassociation of trunnion and head. Update: a review by a clinical consultant confirmed osteolysis around the tritanium shell.